Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that she was hospitalized for low blood glucose levels. The customer was experiencing low blood glucose for two weeks. The customer's blood glucose level was 21 mg/dl. The customer stated that she had a blackout right before the incident occurred. Customer stated that she over-infused with insulin. She also stated that her pump had been exposed to an MRI. The insulin pump will be replaced. The current blood glucose reading is 600 mg/dl. Customer treated with manual injection. No further information reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.